Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported). Currently patient is being monitored due to unknown reasons.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain and loosening.

Manufacturer narrative:
Additional information was received on august 8, 2017. The op reports were provided and the patient underwent first revision on (B)(6) 2015 to exchange ldh with biomet poly head. Subsequently on (B)(6) 2016, patient underwent second revision due to pain; during surgery, cup loosening was found. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: the patient underwent revision surgery due to pain loosening and fluid collection. Review of product documentation: - the compatibility check was performed from (B)(4) and showed that the product combination was not approved by zimmer biomet. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). However, after the revision surgery performed on (B)(6) 2015, the durom acetabular cup was paired with a biomet poly head. Durom acetabular cup/system paired non-zimmer product. Zimmer did not approve the used product combination. This is off-label use. There is no evidence that a product failure caused the necessary revision. Zimmer gmbh will close this case. Zimmer¿s reference number of this file is (B)(4).